Event description:
It was reported that a patient had the PICC line placed on the 2nd october. Leaking was observed and upon removal a hole was observed in the PICC line. When flushing the PICC line to test the line a small blood clot was dislodged from the hole. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. Use residue was present throughout the catheter length and extension tubing. The sample was flushed with water using a 12 ml syringe and no leaks were observed. The distal end of the catheter was clamped in order to pressurize the catheter. A spraying leak was observed near the 5 cm depth marker. Microscopic observation showed a small longitudinal split on the catheter. An angled crease was present along the split location along with material wrinkling. The catheter was cut near the split in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. Since the location of the leak coincided with the location of the kinked crease location, it is likely a contributing factor. Repeated kinking along a point in catheter may lead to material fatigue. The product instructions for use (IFU) states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of recx0139 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx0139 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a patient had the PICC line placed on the 2nd october. Leaking was observed and upon removal a hole was observed in the PICC line. When flushing the PICC line to test the line a small blood clot was dislodged from the hole. There was no reported patient injury.